Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a maestro 3000 cardiac ablation system - controller was selected for use, however, the device did not display the temperature reading. It was showing dashes on the display. The settings were 50 watts, 70 temperature, 60 min for time, and impedance 300. In order to resolve the issue, the system was disconnected and reconnected and the catheter was repositioned, but the issue persisted, and there was no improvement in the temperature reading. The procedure was canceled due to this issue. No patient complications. It is unknown if the product will return for further analysis.